Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to a corroded liquid crystal display board. Moisture damage was also found on the mother board, interface board and motor. The insulin pump also had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had jumped into a pool with the device on. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.